Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked with moisture corrosion observed behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2015 with the following findings: the original complaint could not be duplicated. There were pump reboots and call service (cs054) errors observed in the black box history. The pump powered on with the returned battery cap. The battery cap measured within specifications. The battery cap was unable to fully tight, but a power loss was not duplicated. The battery compartment was cracked. The pump was exercised for 24 hours with no reboots, loss of power, or call service alarms duplicated. The pump case was removed and there was evidence of moisture contamination observed inside.